Event description:
The caregiver for this peritoneal dialysis (pd) patient advised she was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2026 due to abdominal pain, nausea, and vomiting. Pd effluent cultures were drawn. The patient was administered a one-time dose of intraperitoneal (ip) vancomycin 1750mg in a 6-hour dwell. Additionally, the patient was prescribed ip ceftazidime 2g in a 6-hour dwell daily for 21 days to end on (B)(6) 2026. The patient¿s white blood cell (wbc) count was 3,470 with 80% polymorphonuclear (pmn) cells. The culture resulted positive for rare gram-negative bacilli, enterobacter cloacae. A repeat cell count was done on (B)(6) 2026 which showed wbc count of 404 with 21% pmn cells. The cause of the peritonitis was attributed to a breach in aseptic technique. The patient continued ccpd during recovery. The patient completed the antibiotic therapy. On (B)(6) 2026 the patient was admitted to the hospital for an adrenal mass with obstruction (unrelated to pd therapy). During the hospitalization, a pd culture was obtained on (B)(6) 2026. The patient¿s wbc count was 33,500 with 100% pmn cells. The culture resulted positive with light growth of enterobacter cloacae. The patient had relapsing peritonitis. The patient was initiated on ip ceftazidime 2g in a 6-hour dwell daily until the cultures came back clear. The patient was discharged on (B)(6) 2026. The patient was seen in the pd clinic on (B)(6) 2026. The patient had a repeat culture and cell count obtained. The cell count was 7,015 with 90% pmn cells. The culture showed no organism. The patient¿s symptoms were worsening and the pdrn instructed the patient to go to the emergency room (ER). The patient was admitted to the hospital on that date. The patient had the pd catheter removed over the weekend of (B)(6) 2026. The patient is completing hemodialysis (hd). The transition is permanent.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient¿s event of peritonitis with subsequent hospitalization, pd catheter removal, and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the patient¿s peritonitis event was attributed to a breach in aseptic technique. This is supported by the culture result of enterobacter cloacae. Enterobacter species are widely dispersed in nature and exist in a diverse range of environments including soil, water, domestic and food processing establishments, vegetation, vertebrate and invertebrate hosts, and in the feces of humans and animals. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.